Manufacturer narrative:
No product was returned for investigation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information provided to abbott, the reported cardiac effusion could not be confirmed. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an ablation procedure, a pericardial effusion occurred. Following the procedure, the patient became hypotensive. An echocardiogram confirmed a 4mm pericardial effusion. The ablation procedure was performed with no complications. There was no further intervention required and the patient was stabilized. There were no performance issues with any abbott device.